Manufacturer narrative:
A pacemaker was returned for the reported event of high battery impedance. As received, the device was above normal elective replacement indicator (eri). Electrical testing found no anomalies. The reported event was confirmed and attributed to the local temperature the device was soaked at prior to interrogation, indicating no malfunction or device problem.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device check at distributor's sales office in a non-clinical environment, the pacemaker exhibited battery impedance out of recommendation range. The device was checked multiple times but the battery impedance values were out of recommended range. There was no patient involvement.